Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is complete.

Event description:
It was reported that the system 7 dual trigger rotary handle overheated during a procedure. The case was successfully completed with a back up device without any procedure delay. There were no burns, medical treatment or intervention required or adverse consequences associated with the device.

Manufacturer narrative:
The reported event of that the handpiece overheated was not confirmed. During the inspection there was no overheating observed, and the device met all qip specifications. Risk documentation was reviewed to determine potential root causes of this event. Based on the risk assessment, complaint occurrence trending, and a review of similar complaints, the most likely cause for overheating is an e-box issue, but this was not confirmed. The device was returned to the customer.

Event description:
It was reported that the system 7 dual trigger rotary handle overheated during a procedure. The case was successfully completed with a back up device without any procedure delay. There were no burns, medical treatment or intervention required or adverse consequences associated with the device.